Event description:
I sed an 18-gauge 25cm bard max-core disposable core biopsy instrument to perform transrectal prostate biopsy on patient. Halfway through, the device started to "partially fire" - only firing the inner core but not the outer sheath, and not effectively taking a sample of tissue, although the inner core entered the patient and perforated the rectum. This forced me to subject the patient to as many as 8 "extra" biopsy firings. It is likely this increased both his pain from the procedure and the risk of infection/bleeding. In discussion with my partners, we have all experienced an increasing incidence of these bard core-max "partial firings".